Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. In addition, a secondary issue was noted when the test strip enzyme was found to be contaminated with an unknown substance. Additional tests were performed on the test strip vial and the desiccant; these tests did not confirm the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 4 this supplemental is being sent to include information that was omitted from follow-up #3. The lay user/patients test strips have been further evaluated by lifescan product analysis; however, the following findings were not included in the previous submission: additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test; the vial passed pdt testing. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use; therefore, the previously stipulated secondary issue of enzyme contamination was determined to be the root cause of the complaint. The alert date has been updated to reflect the date further test strip evaluation was completed. The relevant evaluation codes have also been included. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the control solution passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging obtaining an inaccurate low result compared to their feelings and/or normal readings. At the time of troubleshooting, the reporter performed a control solution test and the result fell outside of the specified control solution range. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.